Manufacturer narrative:
A hardware analysis os the camera was initiated to determine the probable cause of the issue. Analysis found that the event log showed intermittent incidences of firmware incompatibility and low illuminator current. The psu failed an accuracy test (aak) manufacture date updated to oct 2016. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system has not been evaluated because the part replacement is currently on back order. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system failed its accuracy assessment kit (aak) test. This issue was noted outside of a procedure, and there was no patient involvement.